Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, dry skin, pustules and infection under the entire patch area. The patient¿s parent took the patient to the emergency room and there they prescribed oral antibiotic cephalexin 10ml every 8 hours for 7 days. The patient was discharged after 4 hours. At the time of the report the patient was still feeling discomfort in the area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.